Event description:
Pt reported obtaining back-to-back blood glucose results of 289 mg/dl and 128 mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Qc testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.